Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 49 mg/dl. Patient's current blood glucose value: 174 mg/dl. Drive support cap was sticking out. The customer was treated with juice and cookies. The device is expected to be returned for analysis.